Event description:
It was reported that prior to starting a da vinci si surgical procedure, the monopolar curved scissors (mcs) instrument orange peel was allegedly coming off/cracked on the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint of orange peel is coming off/cracked, does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Engineering observed that the tube extension was broken and missing a .314 x .161 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The instrument passed electrical continuity testing. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.